Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient in the trifecta durability registry was implanted with this 25 mm sjm trifecta valve on (B)(6) 2010. The patient was hospitalized on (B)(6) 2015 for severe low back pain. Evaluations consisted of an ECG and an echocardiogram which documented no tamponade or aortic rupture. The patient had asystole on the ECG and adrenaline was administered. The origin of the patient 's cardiac arrest is unexplained and death occurred on (B)(6) 2015.